Manufacturer narrative:
Initial

Event description:
It was reported that an ilet user experienced hyperglycemia, with fingerstick blood glucose values of 374 mg/dl and 375 mg/dl, thirst, and a teflon infusion set in use; the user first changed the infusion site only, then performed a full supply change with support, after which glucose trended down to 161 mg/dl. Symptoms included hyperglycemia and dry mouth. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews with the user and caregiver and analysis of information provided by the user. Investigation of this case revealed insufficient information and no findings available regarding a specific device problem or component-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.